Event description:
A (B)(6) male patient's girlfriend contacted zoll customer support to report that the patient's battery pack was non-functional. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (non-functional) was confirmed. As received, the battery was non-functional when placed into a test monitor and charger. The output voltage was 2.12v. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective belt.